Manufacturer narrative:
(B)(4). The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted because access site bleeding occurred post-procedure requiring surgery and prolonged hospitalization. It was reported that a mitraclip procedure was performed treating functional mitral regurgitation grade 2-3. Two mitraclips were implanted, reducing the mr to grade 1-2. There was no device malfunction. On (B)(6) 2017, a few days after the procedure, new bleeding was noted at the access site. The access site was surgically closed which resulted in prolonged hospitalization. On (B)(6) 2017, the patient was discharged from the hospital and the event was considered to be resolved without sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, the reported patient effect of hemorrhage (bleeding at the access site) appears to be related to procedural conditions, as the steerable guide catheter (sgc) is inserted through the groin access site in order to gain access to the femoral for advancement. It should be noted that the reported patient effect of bleeding (hemorrhage), as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to previously filed medwatch report, the following information was obtained: the initial mitraclip procedure was performed on (B)(6) 2017. Two clips were implanted, reducing the mr to grade 1-2. No additional information was provided.